Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during routine maintenance, it was observed that the attachment device was getting hot and possibly had bearing damage. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device being hot with possible bearing damage was confirmed. During evaluation, it was observed that the cutter could not be inserted. It was further determined that the bearings were worn out with corrosion on them. It was determined that the corrosion on the bearings was consistent with normal use. It was determined that the bearings were worn out and no longer in axial alignment not allowing insertion of the cutter. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.